Event description:
4/21/2000 during morning clinic set-up, nurse removed device from overnight charger to place in pt care area. When placing unit into stationary base, nurse placed finger over insertion point for needle. Reportedly, a "burned or black" metal fragment (residual from burned needle) became lodged in nurse's finger. Fragment was removed by clinic manager & discarded. Clinic manager reported incident to corporate office.